Event description:
Filter analysis of xve pump "devide" revealed eminent pump failure. Pt preference to have pump turned off rather than it fail on its own. (Pt could only tolerate a xve pump and there were no others available to implant).